Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; november 13th, 2019; all channels: flore aerobie revivifiable at 30 (21 cfu/100 ml), enterobacteria (18 cfu/100ml). Second time; november 20th, 2019; all channels: flore aerobie revivifiable at 30 (>100 cfu/100 ml), pseudomonas aeruginosa (>100 cfu/100 ml). Third time; november 27th, 2019; auxiliary water channel: flore aerobie revivifiable at 30, 1 (cfu/100 ml). Suction channel: flore aerobie revivifiable at 30, 1 (48 cfu/100 ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, machine soluscope 4, using peracetic acid. There was no report of infection associated with this report.